Event description:
It was reported that during a breast procedure, the shaft on device became hot and caused a second degree burn around the incision site. No other information is available. Device was discarded. Additional information received: where is the burn? Right axilla just lateral to incision was any medical intervention used? (Such as salve; stitches) adaptive dressings did anything unexpected happen to the patient as a result of this issue being reported, such as a plastic surgeon consult? No how was procedure completed? Burn discovered after procedure completed with focus what is the patient's current condition? Satisfactory did the patient have any pre-existing conditions? None.

Manufacturer narrative:
Date sent: 10/28/2009: information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.